Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: reporter is a sales representative. A product investigation was conducted. Visual inspection: the final tightener assembly was received at us cq. The distal tip was worn and stripped. The distal edges of the tip are rounded and show cumulative wear. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. A device failure was identified. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for viper2 final tightener driver was conducted identifying that lot number so2021504 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 30jan2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during their own audit of the sets, devices were all found to be non functional and broken. Unfortunately none of them are associated with any specific case. The devices involved were viper polyaxial drivers, t20 driver, final tightener, set screw inserter, and also some skyline screw drivers. There is no patient involvement. During manufacturer's investigation of the returned devices it was identified that the distal tip of the viper2 final tightner driver was worn and stripped. The distal edges of the tip are rounded and show cumulative wear. This device condition was reassessed and determined as reportable on june 24, 2020. This report is for one (1) viper2 final tightener driver. This is report 6 of 6 for complaint (B)(4).